Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient alleges that since the pump passed through the airport x-ray the (B)(6) 2017, it is incorrectly delivering insulin. Since then, she is suffering continuous hyperglycemia. She has had blood glucose levels over 400 mg/dl. No adverse event alleged. A request was made for the return of the device.